Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Provider states replacement door seal is, per policy,under a lifetime warranty. Dealer also stated this tub is used by multiple patients in a facility. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.